Event description:
During service by baxter, the device failed accuracy test on channel a. According to the hospital representative, no pt injury or medical itnervention had been reported related to the device.